Manufacturer narrative:
H6: investigation summary: no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review for model 20350e lot number 22089180 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported that the bd smartsite¿ extension set experienced the filter leaking. The following information was provided by the initial reporter: (B)(6) 2022 filter was attached and primed to saline bag. Filter was leaking. Lot # 22089180. Ref 20350e. It is the smartsite low sorbing extention set 0.2 micron low protein binding filter

Event description:
It was reported that the bd smartsite¿ extension set experienced the filter leaking. The following information was provided by the initial reporter: (B)(6) 2022 filter was attached and primed to saline bag. Filter was leaking. Lot # 22089180. Ref 20350e. It is the smartsite low sorbing extension set 0.2 micron low protein binding filter.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter name and address. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder.